Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. No similar complaint was reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.7mm vticmo13.7 implantable collamer lens, -13.00/+6.0/086 (sphere/cylinder/axis) in the patient's right eye (od), on (B)(6) 2018. The reporter indicated the patient experienced a refractive surprise and blurred vision. The lens remains implanted. The reporter indicated the cause of the event was due to astigmatic axis error.